Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), white particles and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify smooth crease opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on radius due to a fold flaw opening. Reason for reoperation is deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.